Event description:
A crx device was implanted in a (B)(6) female patient on (B)(6) 2013. The patient began feeling minor discomfort in (B)(6) 2014. An x-ray showed that the clavicle had refractured, the implant was broken and the lateral screw appeared to be sheared off. A subsequent surgery was performed on (B)(6) 2014 to remove the broken device. A portion of the lateral screw was left in the cortical bone. The fracture was revised with a plate. The crx device was returned for evaluation.

Manufacturer narrative:
Review of the x-rays prior to the removal reveals a new fracture with old callous formation (which could cause the implant to break and the lateral screw to shear off). The implant was removed and returned to the company. A portion of the lateral screw including the screw head remained engaged in the crx device. The screw shaft sheared, allowing the lateral portion of the implant to migrate laterally. The remainder of the screw shaft was in bone and was left in the patient at the time of the revision to plate fixation. Both the implant and the portion of the lateral screw that remained in the implant are being tested to attempt to further assess the cause.